Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a large black speck inside the tip of the syringe. To aid in the investigation, one sample of a 50ml syringe barrel and one photo was provided for evaluation by our quality team. A visual inspection was performed, and there is a dark colored particle, 3/32" long, at the bottom of the syringe barrel. The material composition of the particle is soft, dust-like, and has residues of the lubricant that is applied to the inner wall of the syringe barrel and rubber stopper. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if, after an equipment maintenance or repair, the particle was not removed. A device history record review was completed for provided material number 305864, possible lot numbers 332139, 3163914 and 3163915. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Manufacturer narrative:
Updated b3: date of event: 11/26/2024.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#305864 potential batch numbers: 2332139, 3163914, 3163915. Verbatim: large black speck inside tip of syringe. 10ml of human milk was discarded. No patient harm, before use.